Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional therapy / nonsurgical treatment is due to case circumstances.

Event description:
It was reported that the procedure was to treat a left superficial femoral artery. A 5.5 x 40 mm supera stent was implanted on (B)(6) 2015. On (B)(6) 2016 the patient returned with the stent occluded. The occlusion was treated with atherectomy, laser and a balloon catheter. The patient is doing well. There was no clinically significant delay in the procedure. No additional information was received.